Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair in 2012 and mesh was implanted. Following the procedure, the patient underwent re-operation on (B)(6) 2015. During the procedure, it was found that the original mesh was significantly damaged in the middle. A new mesh was implanted. Additional information was requested.

Manufacturer narrative:
It was reported that the patient underwent open repair of recurrent ventral hernia of the right side of mesogastrium on (B)(6) 2013. In (B)(6) 2014, the patient experienced recurring abdominal wall of resistance and recurrent hernia. The patient underwent re-operation on (B)(6) 2015. During the procedure, it was found that the original mesh was significantly damaged in the middle. A new mesh was implanted. It was reported that cough was a triggering event prior to recurrence. The patient experienced weight gain about 20 kilograms during two years from implantation of the mesh. The patient current status is good. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.